Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests successfully, demonstrated intuitive movement with full range of motion in all directions, grip tips/blades opened and closed properly, and the instrument was found to be fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not release tissue. The procedure was completed with no reported injury.